Event description:
During a pci procedure, the viva balloon ruptured at 6 atm. (The number of inflations and to what atms is unknown.) The procedure was successfully completed with another catheter. No pt injuries or complications were reported. Pt status is listed as "good".